Event description:
Device 1 of 3. Reference MFR report: 1627487-2015-01132, reference MFR report: 1627487-2015-01133. It was reported the patient had lost a significant amount of weight and her scs leads and anchors were superficial and uncomfortable. The patient's entire scs system was removed.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.